Event description:
Covidien received information of an unspecified malfunction. The malfunction did not occur during patient use.

Manufacturer narrative:
The covidien customer support engineer (cse) reported finding an error code indicating the ventilator became inoperable. The cse replaced the analog interface (ai), printed circuit board (pcb), which resolved the reported issue. The ventilator passed calibrations, extended self-testing (est), short self-tests (sst), and performance verification testing. (B)(4).